Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were not reported. On an unreported date, the patient was hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. Hospitalization is ongoing. No additional information is available because the reporter declined follow up.